Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and it was revealed that the right strut was leaking fluid. A functional evaluation found no issues. The complaint was confirmed and the root cause has been associated with a seal failure.

Event description:
It was reported that the shoulder exposure positioner was leaking some oil. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.